Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the first band was deployed normally. When the second band was deployed, the physician found noticed that it was loose without any resistance. The device was withdrawn, and it was found that the suture was fractured, which could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter): the other physician is: dr. (B)(6). Block h6: medical device problem code a0401 captures the reportable event of broken suture. Medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the seven bands were all present in the ligator head. The ligator head teeth had no evidence that they were damaged. The suture was broken. No other problems with the device were noted. The reported event of suture break and bands unable to deploy were confirmed. Upon analysis, it was found that the suture was broken and the ligator head had all the seven bands, which suggests that the device could not deploy. It is possible that procedural or anatomical factors could have affected the overall performance of the device making some tension on the suture and broke it. Once the suture got broken, it could not continue the normal operation. Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h2 (additional information): block b5, block h6 (device codes), and block h10 have been updated based on the additional information received on december 26, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the first band was deployed normally. When the second band was deployed, the physician found noticed that it was loose without any resistance. The device was withdrawn, and it was found that the suture was fractured, which could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 26, 2022: it was reported that when the physician attempted to deploy the first band, it did not deploy. "It felt loose without any resistance at all." The device was removed, and it was found that the suture was broken.